Event description:
It was reported that post operation, the patient had pleuritic chest pain believed to be due to the right atrial (ra) lead. The patient had slight pneumothorax on right side despite no venous access attempts from right side, indicating that the ra lead could be the cause. The lead was tested and found to be working within normal limits. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 438-01, lead, implanted: (B)(6) 1989. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.